Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. No damage/crack found at the reservoir tube retainer ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir was unable to lock in place. The customer stated that the reservoir plastic ring had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.